Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported to distributor¿s nurse a hole during catheter flushing, causing solution to leak and having to be removed in order to not harm the patient. Used a 10ml syringe for flushing. Patient had PICC for 24 days. Occurred in admission hematology sector. Catheter exchanged.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported to distributor¿s nurse a hole during catheter flushing, causing solution to leak and having to be removed in order to not harm the patient. Used a 10ml syringe for flushing. Patient had PICC for 24 days. Occurred in admission hematology sector. Catheter exchanged.